Event description:
It was reported that pump experienced malfunction with a malf 16 error and could not be reset, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support arranged shipment of replacement pump.